Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported no actions had taken place yet, but the patient and clinic were deciding whether they would replace the ins with a rechargeable or primary cell. No resolution was reported yet as they were still deciding what type of device to replace it with.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via a manufacturer representative (rep) that they fell down the steps on (B)(6) and hit his implantable neurostimulator (ins) on a treadmill. It was noted that the ins did not work immediately afterwards. For trouble shooting, the ins was interrogated with an 8840 clinician programmer and it showed that the ins reached the end of its service (eos). The patient also reported that their previous ins lasted three years and her current ins only lasted nine months before reaching eos. There were no increases in the usage or parameters with the ins, surgical intervention did not occur and it was unknown if it was planned. The issue was noted to not be resolved at the time of the report and the patient was alive with no injury. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.